Manufacturer narrative:
The reported event of overestimation could not be confirmed. The device was received with normal telemetry communication and normal output. Analysis indicated the device was programmed to rate responsive mode, which made the device adjust its pacing rates depending on the patient needs. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Battery assessment indicated the device voltage was at normal rage of operation, with appropriate remaining longevity. Additional findings: visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
During an in-clinic follow-up, a battery longevity estimation anomaly occurred. The physician elected to explant and replace the device to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.